Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/02/2018 that on (B)(6) 2018 the receiver shut-down unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver shutting down unexpectedly could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded, there was no data within the investigation window. A functional test was performed and it passed. Manual tests were performed and the tests passed. A discharge test was conducted and it passed. The receiver case was opened and the internal inspection passed. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4)